Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right lower abdomen on (B)(6) 2016 using coolmax and to the left lower abdomen on (B)(6) 2016 using coolmax. Treatment was given to the right hip and flank on (B)(6) 2016 using coolcurve and to the left hip and flank on (B)(6) 2016 using coolcurve. Treatment was given to the lower abdomen on (B)(6) 2016 using coolcore and to the upper abdomen on (B)(6) 2016 using coolcore. Treatment was given to the flanks on (B)(6) 2017 using coolcurve, lower abdomen on (B)(6) 2017 using coolmax, and to the upper abdomen on (B)(6) 2017 using cooladvantage, coolcore. The patient developed paradoxical hyperplasia (pah/ph) 8 months after treatment and was diagnosed in the abdomen on (B)(6) 2017. Ph was described as gradual enlargement of abdomen, a well demarcated subcutaneous mass noted to abdominal area and mild tenderness.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right lower abdomen on (B)(6) 2016 using coolmax and to the left lower abdomen on (B)(6) 2016 using coolmax. Treatment was given to the right hip and flank on (B)(6) 2016 using coolcurve and to the left hip and flank on (B)(6) 2016 using coolcurve. Treatment was given to the lower abdomen on (B)(6) 2016 using coolcore and to the upper abdomen on (B)(6) 2016 using coolcore. Treatment was given to the flanks on (B)(6) 2017 using coolcurve, lower abdomen on (B)(6) 2017 using coolmax, and to the upper abdomen on (B)(6) 2017 using cooladvantage, coolcore. The patient developed paradoxical hyperplasia (pah/ph) 8 months after treatment and was diagnosed in the abdomen on (B)(6) 2017. Ph was described as gradual enlargement of abdomen, a well demarcated subcutaneous mass noted to abdominal area and mild tenderness.

Manufacturer narrative:
Correction removal numbers:z-1349-2022. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right lower abdomen on (B)(6) 2016 using coolmax and to the left lower abdomen on (B)(6) 2016 using coolmax. Treatment was given to the right hip and flank on (B)(6) 2016 using coolcurve and to the left hip and flank on (B)(6) 2016 using coolcurve. Treatment was given to the lower abdomen on (B)(6) 2016 using coolcore and to the upper abdomen on (B)(6) 2016 using coolcore. Treatment was given to the flanks on (B)(6) 2017 using coolcurve, lower abdomen on (B)(6) 2017 using coolmax, and to the upper abdomen on (B)(6) 2017 using cooladvantage, coolcore. The patient developed paradoxical hyperplasia (pah/ph) 8 months after treatment and was diagnosed in the abdomen on (B)(6) 2017. Ph was described as gradual enlargement of abdomen, a well demarcated subcutaneous mass noted to abdominal area and mild tenderness.